Manufacturer narrative:
The patient remains on pneumatic. The patient was placed on the transplant waiting list; however, the clinical team is also exploring the possibility of pump exchange. No further information is available at this time.

Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that the patient began hearing strange noises from the pump. Waveform and vent filter analysis confirmed bearing wear. The patient then began having red heart and power limit advisory alarms and the pump stopped briefly. The patient was placed on pneumatic support using stroke volume limiter (svl) and ip console.